Event description:
Additional information received reported that the manufacturer's representative believed a recent surgery had been performed to remove the lost tip of the catheter. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a trial implant procedure, the catheter coiled up in the intrathecal space. While attempting to remove the catheter and needle together, the needle sliced the tip of the catheter and it remained in the intrathecal space. There were reportedly no known symptoms or complications as a result of this event. The catheter would be used to deliver baclofen. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Analysis of the catheter found catheter body damage, the damage occurred to the catheter body and/or guidewire during the implant procedure. (B)(4).